Manufacturer narrative:
The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported event of a ¿motor failure¿ alarm could not be confirmed through the evaluation of the returned centrimag motor and a root cause could not conclusively be determined. The returned centrimag motor was tested while running the unit. The motor did not have any functional issues and did not trigger any error messages. A full functional checkout was performed and the unit passed all tests. The device will be returning to the customer site. Abbott's centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, the user is instructed not to use the centrimag motor. This document also states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document warns the user to always have a spare centrimag motor and back-up equipment available. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
No patient involvement. Device evaluation: the reported event of a ¿motor failure¿ alarm could not be confirmed through the evaluation of the returned centrimag motor and a root cause could not conclusively be determined. The returned centrimag motor was tested while running the unit. The motor did not have any functional issues and did not trigger any error messages. A full functional checkout was performed and the unit passed all tests. Abbott's centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, the user is instructed not to use the centrimag motor. This document also states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document warns the user to always have a spare centrimag motor and back-up equipment available. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine in-service, the centrimag unit showed "motor failure". Unit was checked on several consoles with the same error message. The unit was not in use on a patient at the time of the event. The unit was removed from service. No further information was provided.